Event description:
Patient underwent enucleation procedure (date unknown) followed by implantation of hydroxyaptite orbital prosthesis implant along with ocu-gard orbital implant wrap. At approximately 8 months post-implant, patient presented with exposure, requring removal of the device.